Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the surgeon was able to register the patient fine but received high distance to divot errors on two different straight suctions (4.0mm on one, 2.8mm on another) and was unable to verify them. They were eventually able to verify the suction at a weird angle to the divot, but experienced difficulty tracking during the case, sometimes only tracking when the suction was fully inserted into the nasal cavity. The procedure was completed using intermittent tracking. It was noted the bed did have bedrails around the patient's head, but the emitter was lifted above using a blanket. The break out box was hanging from the bed rail next to the emitter. It was noted another case previously done with the same setup did not have any tracking issues. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.